Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). The inner lumen was clotted, and blood could not be aspirated. The procedure was performed correctly. They inquired whether, given the clot, the options were to place another invasive line or remove the balloon. Esp personnel confirmed that her understanding was correct and advised her to call back if further assistance was needed.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen. There was no harm or injury reported.